Manufacturer narrative:
As reported, the optease filter only partially expanded after release, and it moved 30mm on its own after deployment. No patient injury was reported and there was no peri/post procedural complications. The device was stored in the cath lab according to the instructions for use (IFU) for ten days. There were no anomalies noted during prep and the device prepped normally. The target lesion was the inferior vena cava (ivc). The lesion was not calcified and there was no vessel tortuosity or angulation. There was no stenosis but they did have a deep vein thrombosis (dvt). The floating thrombus was 3cm in the right leg and noted by angiograph. Thrombus was not present at the delivery site. There was no contraindication for anticoagulation. Pre and post imaging was completed. The vena cava was 20-28mm and similar funnel type shape. The filter was not moved by the user after deployment but moved on its own. The intervention needed to correct the reported event was to withdraw the filter. The thermal indicator had not been activated. The wall apposition was not deemed adequate to prevent migration. There was no unusual force used at any time during the procedure. There are no films or images available for review. The device will not be returned for evaluation. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The inferior vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films and post films available for review, the reported incomplete expansion and migration could not be confirmed and the exact cause of the event could not be determined. Upon deployment, the filter imparts an outward radial force on the luminal surface of the vena cava to ensure proper positioning and stability. As noted in the instructions for use (IFU), the constrained, unexpanded, length of the optease filter is 64 mm. During release from the sheath introducer, the length of the filter will shorten as it expands. The ends of the filter will shorten equally as they move toward the axial center of the filter. The physician is also instructed in the IFU to perform a control cavogram before terminating the procedure. Inferior vena cava (ivc) filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the instruction for use (IFU) as such. Possible causes for filter migration includes mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the inferior vena cava including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter given the information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported, the optease filter only partially expanded after release, and it moved 30mm on its own after deployment. No patient injury was reported and there was no peri/post procedural complications. The device was stored in the cath lab according to the instructions for use (IFU) for ten days. There were no anomalies noted during prep and the device prepped normally. The target lesion was the inferior vena cava (ivc). The lesion was not calcified and there was no vessel tortuosity or angulation. There was no stenosis but they did have a deep vein thrombosis (dvt). The floating thrombus was 3cm in the right leg and noted by angiograph. Thrombus was not present at the delivery site. There was no contraindication for anticoagulation. Pre and post imaging was completed. The vena cava was 20-28mm and similar funnel type shape. The filter was not moved by the user after deployment but moved on its own. The intervention needed to correct the reported event was to withdraw the filter. The thermal indicator had not been activated. The wall apposition was not deemed adequate to prevent migration. There was no unusual force used at any time during the procedure. There are no films or images available for review. The device will not be returned for evaluation.